Event description:
During a surgical procedure, the da vinci surgical system presented a fault code to the user. The da vinci safety systems generated the fault code in response to a differential change in the angular position of one or more robotic joints as measured by a primary and secondary sensor being out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The error was produced while the surgeon was working between two of the pt's ribs. The surgeon decided to convert the planned procedure to non-robotic surgical techniques. Whether the procedure was converted to open or laparoscopic surgical techniques was not recorded. No pt harm, adverse outcome or injury was reported. No additional pt info was provided.

Manufacturer narrative:
Isi field service engineering was unable to identify a malfunction of the da vinci surgical system. A review of the system error logs indicated a potential issue with the master tool manipulator (mtm) assembly. To conservatively address the hospital's concern, the master tool manipulator (mtm) of the da vinci surgical system was replaced and returned to isi for further assessment. Through extensive testing, the isi return material service technician was also unable to find a malfunction with the master tool manipulator. Issue was concluded as likely caused by poor surgical case setup. Inappropriately located surgical instrument cannula ports may have applied back pressure on the robotic joints and produced aberrant sensor signals. The da vinci safety systems functioned as designed by transitioning to a "recoverable safe state".